Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no report of pt involvement at the time of the event. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter printed circuit boards (pcb), and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according the MFR specifications. Covidien ref: (B)(4).